Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a crackling sound from the remote monitor power cable. The patient was instructed to unplug the remote monitor. No further troubleshooting was indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.